Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported aviva system blood glucose results of 8.2 mmol/l, 8,8 mmol/l, 12.4 mmol/l, 11.4 mmol/l, 14.8 mmol/l, 7.3 mmol/l, 8.3 mmol/l, and 8.8 mmol/l within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips.